Event description:
Note: date of the event is unk. It was reported to boston scientific corporation in 2009 that a rf 3000 radiofrequency generator was used during a radio frequency (rf) ablation procedure. According to the complainant, an irregular shaped 3cm hepatocellular carcinoma (hcc) lesion was treated with rf ablation to achieve an approximately 4cm ablation zone incorporating the hcc. A compound ablation zone was formed by overlapping spheres of ablation. The same 4 cm co-axial needle had been used for 3 positions, and in each position a successful roll-off had been achieved. After placing the needle in the 4th position, the treatment algorithm was followed in same way as the previous ones, however at the point when it appeared as though the system was about to roll off for phase 1, the impedance value only increased to approximately 150-200 ohms, and power only fell to 40 watts, unlike the 10 watts which is the usual indicator of the end of treatment. The system was left to run for a few more seconds in case the 2 values would eventually reach their usual level, however, they seemed to 'swing' up and down but not drop or increase to what you would usually expect (impedance>400ohms, and 10-15 watts). Rather than end the phase 1 treatment at that time, it was decided to try and increase the power back to 130 watts which was the initial setting when it first started to roll off. However, almost immediately, the generator shut off with the error code e89- high power. As this was phase 1 roll off, we carried on through the algorithm and started phase 2 treatment as per the algorithm; however, the same thing occurred again. After approximately 1 minute of ablation at the set power of 91 watts, it started to roll off, however, again the impedance did not increase das high as it usually would and power only fell to approximately 30-50 watts. It continued to swing up and down until we again tried to increase the power back up to 91 watts, but again it shut off with error code e89. Since this was the last position that the physician had planned to ablate, following ablation of the track, the procedure was ended. There were no pt complications as a result of the event. The pt's condition was noted to be "stable".

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.